Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient was revised due to an unknown reason. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Review of manufacturing history found no evidence of product nonconformance. Unable to verify the implants received were conforming to specification due to the lack of information provided. Examination of the device revealed extensive damage and all cemented surfaces were missing cement, which is common on explanted cemented implants. A conclusive root cause could not be determined with the available information and the complaint cannot be confirmed.